Event description:
No additional information.

Manufacturer narrative:
No implants, photos or x-rays were received with guards to this compliant. Moreover the lot number, date of surgery and which implants went into the patient was never determined. Thus the condition of the shoulder glenoid is unknown which means neither a failure mode or root cause can be identified. Should additional information be received which furthers this investigation, this complaint shall be reopened.

Manufacturer narrative:
Investigation in process.

Event description:
It was reported patient underwent right shoulder arthroplasty (B)(6) 2011. Subsequently patient was revised (B)(6) 2011 due to unknown reasons.